Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws could not be opened after the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.